Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an alarm was triggered on the infusion pump, displaying a red screen with a message indicating either an occlusion or a detached cassette. Troubleshooting was performed but the alarm persisted. The patient successfully transitioned to a backup pump without any interruption to their treatment. The medication being administered was IV remodulin. The reported device malfunction occurred during use with the patient but did not result in any clinical injury. The therapy is considered life-sustaining.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.